Manufacturer narrative:
A lead was returned in two pieces for the reported event of failure to capture. Procedural damage was noted on both the connector and distal portions with the helix retracted and clogged with blood/bodily fluids on the distal portion. Electrical testing did not identify any conductor fractures, though shorting was found on the distal portion due to procedural damage. X-ray examination found no anomalies. The reported event was unconfirmed. Failure event observed during analysis. Final analysis found the superior vena cava (svc) etfe cable coating abraded on the distal portion. Destructive analysis found the shock coil was abraded breaching the svc cable lumen from 28.7 cm to 29.0 cm from the distal tip with one etfe cable abraded. The cause of this insulation abrasion was attributed to component failure.

Event description:
New information received notes the right ventricular lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the right ventricular lead exhibited loss of capture. Programming changes were made. The patient was in stable condition.